Event description:
A surgeon reported a pt had an unexpected outcome following intraocular lens (iol) implant surgery. In a f/u phone call the surgeon reported the pt has greatly improved and is happy. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested 09/15/2011, 9/19/2011 and 10/03/2011 by fax, phone and mail. A complete questionnaire has not veen received. (B)(4).